Event description:
A journal article received entitled,effect of integrity of the posterior cortex in displaced femoral neck fractures on outcome after surgical fixation in young adults. The study was conducted assess whether disruption of the posterior cortex of intracapsular femoral fractures leads to an increased incidence of complications following closed reduction and internal fixation by multiple cannulated screws in young adults. A total of 146 consecutive adult patients with 146 femoral neck fractures were treated by closed reduction and internal fixation with parallel cannulated screw in inverted triangle or diamond configurations. Of the 146 patient 33 thirty-three hips were converted to prosthetic replacement. This complaint regards a (B)(6) male patient who experienced disruption of the fracture which required a conversion to prosthetic replacement due to avascular necrosis of the femoral head. This is report number 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. A copy of the literature article (or abstract) is being submitted with this medwatch. Article citation : 2011. This report is for an unknown cannulated screw. Device implant date is unknown and device was not reported to be explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed.